Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that she had a rash from the lifevest garment. During a follow up on 07/11/2015 the patient reported that the rash had gotten worse and was blistering and peeling. During a subsequent follow up on 07/18/2015, the patient reported that her doctor was aware of the skin irritation and that she was using bactrim. During the final follow up on 07/28/2015 the patient reported that the rash had completely healed.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.